Event description:
It was reported the user discovered discoloration of the gel when they checked the defibrillator pads. It was discovered before an electroconversion, but had no impact on patient outcome. The user changed to a new pair of pads.

Manufacturer narrative:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the pads were found to have discoloration. Device was in clinical use at time of event, however no patient harm reported. The mrx pads (lot: 031623-01 x 2) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the gel on the pads were discolored, however, did not affect the pads functionality. The pads tested and operated as normal. The customer switched to different pads that didn't have discoloration and proceeded with the cardioversion, having no impact to user or patient. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The customer replaced the pads. No fault found. Device returned to service. It has been concluded that no further action is required at this time.